Event description:
It was reported that the fiber cap detached inside of the pt at 149,325 joules into the case. The fiber cap was retrieved. Method of removal is unk. There was no indication or report of any part of the device remaining inside the pt. The procedure was completed with another fiber. There was no report of pt injury.

Manufacturer narrative:
(B)(4).